Event description:
Nerve integrity monitor emg endotracheal tube failed to recover any impulses from left side. Right side electrodes worked. System checked with assistance from rep, which confirmed problem with et tube. All other equipment had been changed and the problem continued. The surgeon was unable to detect nerve response while completing a thyroidectomy.

Event description:
Nerve integrity monitor emg endotracheal tube failed to recover any impulses from left side. Right side electrodes worked. System checked with assistance from rep, which confirmed problem with et tube. All other equipment had been changed and the problem continued. The surgeon was unable to detect nerve response while completing a thyroidectomy.